Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿endcaps¿ from two (2) units of one-link needle-free IV connectors ¿fell apart from the patients central lines.¿ this was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three samples were received for evaluation. A visual inspection was performed which observed that the next-gen luer activated devices were broken in two pieces between the inlet housing and outlet housing. The reported condition was verified. The cause of the condition could not be determined. By the nature of the sample, no additional tests were performed. Should additional relevant information become available, a supplemental report will be submitted.